Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. One of the two piercing pins of the bifurcated tubing set was inserted into a solution container and was primed with an unspecified volume of normal saline through the tubing set. The second piercing pin of the bifurcated tubing set was being used to deliver unspecified volume of packed pred blood cells (prbcs) via gravity. It was reported that 10 minutes after the delivery was started, approx 20 ml of prbcs leaked from the proximal end of the secure lock male adapter of the tubing set. The customer contact reported that tape was applied to the tubing to stop the leak; however, the leak of prbc continued. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.